Event description:
It was reported the patient had ¿water in the stimulator pocket.¿ the issued reportedly affected the coupling score between the recharger and the implantable neurostimulator (ins). The patient required ¿puncturing¿ as medical intervention due to the event. There were ¿no¿ patient symptoms associated with the event and the patient was alive with no injury at the time of report. The patient was ¿good¿ as of two weeks after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).